Event description:
It was reported that pump housing and usb port were damaged, including pins and surrounding plastic, which affected ability to charge and meant pump could no longer be considered watertight, although pump had not shut down and caller was unsure how damage occurred beyond normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump for insulin delivery, was instructed to place pump into storage mode before return, to enter pump settings and reconnect continuous glucose monitor on replacement pump, and tandem technical support arranged shipment of replacement pump and provided instructions to return damaged pump using prepaid label.